Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented, atrial lead noise was observed.

Event description:
Additional information indicates that the patient had presented in the emergency room. No interventions were performed and the patient will be monitored.